Event description:
Device 2 of 2. Reference MFR report # 1627487-2012-00350. It was reported the patient (B)(6) lost stimulation and was feeling only felt a pulsing sensation from the scs system. During this time, the patient's ipg reflected a low battery. Further interrogation was performed and it was physician concluded the issue was with the lead. Surgical intervention was undertaken to address this matter at which time the patient's lead and ipg were replaced. Effective stimulation was recaptured for the patient following the procedure. The explanted ipg was not returned to the manufacturer for analysis.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.